Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010 the patient underwent the following surgeries: first stage thoracolumbar reconstruction involving: pedicle screw instrumentation from t9 to s1, posterior arthrodesis with facet and posterior element decortication and application of locally harvested autologous graft, application of antibiotic-impregnated methylmetacrylate beads, application and removal of mayfield tongs. (B)(6) 2010 the patient underwent the following surgeries: planned second stage thoracolumbar spinal reconstruction including: l1-l2, l2-l3-, l3-l4, l4-l5, l5-s1 laminectomy with lateral recess decompression and foraminotomy with visualization and decompression of the l1 through s1 nerve roots, l1-l2, l2-l3 and l3-l4 posterior osteotomies with associated anterior disc release for spinal mobilization and correction of rigid scoliosis, l1-l2, l2-l3, l3-l4, l4-l5, l5-s1 posterior interbody arthrodesis, l1-l2, l2-l3, l3-l4, l4-l5, l5-s1 placement of synthes t-plif interbody spacers, completion of t9 to s1 posterior segmentally instrumented arthrodesis, removal of antibiotic-impregnated methylmethacrylate beads, application of locally harvested autologous bone graft, allograft putty, chronos tricalcium phosphate bone graft substitute and rhbmp-2/acs to treat the following pre-op surgeries: thoracolumbar kyphoscoliosis and stenosis, previous first stage of thoracolumbar reconstruction. Op notes: attention at this point was directed towards the posterior arthrodesis. The decortication and placement of locally harvested autologous bone graft in the thoracic spine had already been performed in the first stage given the majority of the second stage work would take place at the level of the lumbar spine. We therefore decorticated from t12 down through the sacrum, including any remaining facet articulations and remaining posterolateral bony elements. Rhbmp-2/acs sponges were applied to the posterolateral spine between t12 and s1 bilaterally and the above mentioned morcellized bone graft mixture was applied over the sponges. The surgeon noted that they had also applied bmp-2 to each of the interbody fusions as well, with half a sponge applied to the anterior aspect of each intervertebral space prior to placement of the morcellized bone graft and then eventually the interbody spacer. They also noted that the wound had been thorough irrigated prior to decorticating and subsequently placing the bmp and the bone graft. The patient was then gently rolled into the supine position and was then transferred to recovery in hemodynamically stable condition.